Manufacturer narrative:
Qc was acceptable before and after the event. The specimen was collected in a 13x75 greiner sample tube and centrifuged for 10 minutes. Shortly after the event, the crem module showed the alarm reagent too low in reaction cup. A field service engineer (fse) was dispatched: the fse replaced the reagent pump and valves and the system was functional. A clear root cause for this event is unknown. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine (crem) result generated by the unicel dxc 800 pro synchron clinical systems for a patient with an aching back. The elevated crem result of 244umol/l was reported out of the lab. On the next day a fresh sample was collected from the patient and tested for crem. Obtained result was 59umol/l. Based on available information, an ultrasound of the kidneys was performed without remarks. An x-ray showed compression of vertebra.